Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the bronchus in a lung cancer surgery, after clamping the tissue, surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.